Manufacturer narrative:
(B)(4). Batch number: r57r8u. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45b cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality, but the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify the event description? Did the device lock-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed properly? Were there any difficulties installing/loading the cartridge reload into the jaws of the device? Were there any difficulties removing the cartridge reload from the jaws of the device?

Event description:
It was reported that the first staple has been put correctly but it was impossible to use the other staples. Use of another device (same product code). No patient consequences.